Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via email that the customer's sheath inserter broke under normal use. No further details were provided. This is to record the second complaint for the same customer that happened previously and was not reported. Additional information received on 8/18/2017. The type of procedure was knee, arthroscopy, acl reconstruction, hamstring. The device was discarded. The breakage occurred at the base of the inserter tip. Approximately 10min delay with intra-operative xray and retrieval of pieces for both incidences. The fragments were retrieved from the patient during the procedure. The procedure was completed with alternatives. No further surgical intervention needed. No portion of the device remained within the patient. No significant patient impact.